Event description:
Physician attempted to deploy an integrity 2.5x26mm bare metal stent. Control angiography was performed, noticing severe obstruction in the middle third of anterior descending artery. Stent was advanced but fractured before implantation. Angioplasty was suspended. No patient complications were reported.

Manufacturer narrative:
Results, conclusion: lesion morphology. Stent deformation. No device received for evaluation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: the device was returned for analysis. There were two kinks located on the hypotube at 47cm and 86cm distal to the strain relief. There was damage located between the middle and proximal section of the stent, this area of damage had a stent od of 0.07334¿¿. The maximum acceptable stent od is 0.055¿¿ as per manufacturing specification.